Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6) medical center. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) had a fiber optic cable issue. Additionally, the caller reported that the fiber optic was unplugged by staff the day prior, and therefore, was not privy to observations of any alarms and was unsure of the reason for the reported issue. A getinge representative assisted the caller with troubleshooting by checking the unit's connections and plug which did not yield an alarm, however, would only yield an arterial waveform without numbers present. Notably, the unit alarmed "unable to calibrate" only once. Moreover, it was reported that each time the caller invoked a calibration, the pump would stop, calibrate, present an arterial waveform without numbers. Furthermore, the patient's maps ran in the 80s via the fluid lumen. The getinge representative further assisted the caller through the substitution of the transduced fluid lumen for alternate access successfully. The getinge representative suggested that the customer have the unit checked by their biomedical after the balloon was explanted. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The iabp was able to pass all the leak tests, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.